Event description:
A report was received that the patient had a discharging sinus at the ipg site due to the ethibond stitching getting caught in the wound and working its way through the incision site. The physician does not believe the infection was device related. The ipg site was opened and the ethibond stitching was removed. The physician also felt that the ipg was quite superficial so it was anchored down a little deeper. The patient was prescribed oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a discharging sinus at the ipg site due to the ethibond stitching getting caught in the wound and working its way through the incision site. The physician does not believe the infection was device related. The ipg site was opened and the ethibond stitching was removed. The physician also felt that the ipg was quite superficial so it was anchored down a little deeper. The patient was prescribed oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explant date: 2012 additional suspect medical device components involved in the event: model: sc-2158-50, serial/lot: (B)(4), description: linear lead, 50 cm with pre-loaded 0.014 inch stylet. The explanted leads were not returned to bsn as they were discarded by the medical facility. Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the ipg were reported. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads was found to be satisfactory.

Event description:
A report was received that the patient had a discharging sinus at the ipg site due to the ethibond stitching getting caught in the wound and working its way through the incision site. The physician does not believe the infection was device related. The ipg site was opened and the ethibond stitching was removed. The physician also felt that the ipg was quite superficial so it was anchored down a little deeper. The patient was prescribed oral antibiotics and was reportedly doing well following the procedure.